Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. Meter came back for testing and passed testing. Patient's complaint was not confirmed. The alleged issue was resolved over the phone.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that they were unable to obtain a reading on their one touch ultra meter. The patient first noticed the alleged issue on (B)(6) 2011. An hour after attempting to test the patient developed symptoms of feeling sweaty. The patient did not seek any medical attention or contact their physician for assistance due to the alleged issue. While troubleshooting the customer care advocate (cca) noticed that the patient was testing in the memory mode of the meter. Cca walked the patient through a proper test and the alleged issue was resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that since they were unable to test their blood glucose an hour later they developed symptoms suggestive of a serious injury.